Event description:
This is being filed to report the damage leaflet during grasping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip was implanted successfully. A second clip delivery system (cds) was advanced to further reduce mr and the clip was to be placed next to the first clip. When grasping was performed without issue, the anterior leaflet got caught or pinned on the anterior gripper. There was difficulty removing the clip and mr became worse. Troubleshooting was performed and the clip was freed and not implanted. It was noted that the jets were altered and the physician believes that the gripper may have caused damage to the leaflet. Only one clip was implanted, reducing mr to 2-3. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A similar complaint review identified no other incidents reported for difficult to remove. Based on the available information the cause of the reported difficult to remove cannot be determined. The reported tissue injury appears to be a cascading effect of the difficult to remove. The reported patient effect of tissue injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.